Event description:
Note: the event date is unk; the issue was observed on feb 15, 2008. A wallstent transhepatic biliary endoprosthesis was used during a bile duct stenting procedure in an adult male pt (age and weight unk) in 2007. According to the complainant, the stent was successfully implanted across the papilla during the implant procedure. However, during a subsequent examination, the pt had increased bilirubin levels and choloplania. "Therefore, ercp was performed in 2008." A portion of the duodenum was attached to the proximal portion of the stent, and that part of the stent "...was crushed and the wire was lengthened.. Therefore, the wire was in contact with the opposite side of the duodenal wall." No complications were reported as a result of this event, and the physician stated that this was 'not a serious injury."

Manufacturer narrative:
The device remains implanted. An eval is not available; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no add'l complaints recorded for this lot.